Event description:
It is reported that the device was implanted in 2003. The device was revised in late 2007, due to instability and infection.

Manufacturer narrative:
Cause cannot be definitively determined. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.